Event description:
The customer called and reported receiving a compromised force sensor system alarm during manual prime. The customer stated he attempted to rewind and prime five or six times. Customer's blood glucose was 300 mg/dl. The drive support cap was found to be flush. Further troubleshooting was later performed and customer stated his blood glucose was low, due to the insulin pump squirting out insulin multiple times. The customer was unable to exit the rewind menu. Customer declined to receive a continuation of therapy pump and stated he had another insulin pump to use as a back-up, but that he would revert to his back-up plan until he could get healthcare provider to provide settings to program the back-up pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.